Event description:
New information received notes that the device was explanted and replaced.

Manufacturer narrative:
The reported event of premature discharge of battery was confirmed. As received the device was with no telemetry and at end of life (eol) battery levels. Device was cut open and high current drain on hybrid was noted. Further analysis was performed, and an integrated circuit anomaly was found to be the root cause of high current drain and premature battery depletion. Performed DHR review to ensure that each manufacturing and inspection operation was performed. The product passed all quality control tests prior to its distribution.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, it was found that patient's insertable cardiac monitor (icm) exhibited premature battery depletion. It was also noted that the device was not able to interrogate. No intervention was done. The patient was stable.